Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076-52 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead dislodged the same day it was implanted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.